Event description:
The customer reported that the fluoro image became unfocused. A reboot corrected the problem. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was not able to reproduce the problem. The system operates as intended.